Event description:
On (B)(6) 2010, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultralink meter would not power on. This complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the product issue began at approx 12:00 pm on (B)(6) 2010. It is not known when the pt had tested last and what readings she was obtaining from the alleged meter prior to when the issue started. The cca documented that the pt manages her diabetes with a basal rate of novolin (100 units) through an insulin pump. The pt confirmed that she continued with her usual diabetes routine despite the alleged product issue. Two hours after the subject meter would not power on, the pt allegedly became "tired and thirsty." The pt was unable to confirm if she required medical treatment for an acute complication of diabetes after the reported issue began. During the troubleshooting session, the cca verified that the subject meter did not turn on with power button or with the insertion of the correct test strip. The cca also confirmed that the battery did not require replacement per the owner's manual recommendation. Replacement products were sent to the pt. There is no indication that the product caused or contributed to a serious injury. Given the short time period between when the alleged meter issue began and the onset of the pt's symptoms, it's likely that the pt was already in a state of hyperglycemia before the meter issue occurred. This complaint, however, is being reported because the alleged power issue was not resolved during the troubleshooting session.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.